Event description:
This unsolicited case from (B)(6) was received on 19- sep-2017 (additional information was received on 20- sep-2017, both the information was processed together with clock start date of 19-sep-2017) from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after few hours experienced knee arthrosis. No relevant medical history and concurrent conditions were reported. Concomitant medications included vortioxetine hydrobromide (brintellix) and duloxetine hydrochloride (cymbalta) for knee pain and alprazolam (apraz) for depression. Patient had previously received synvisc one in 1997. In 2014 also patient received synvisc one in right knee and did not experience any adverse event. On an unknown date in (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, 1 dosage form, once (batch/lot number: 6rsf008a and expiration date: 31-dec-2019) in both knees for knee pain. It was reported that the patient had received synvisc one for the first time in left knee. Until that moment, patient did not have any problem nor pain. It was reported that in the first hours after the injection was performed, the patient did not experience any discomfort, however after a few hours, the patient started to experience strong pain in both knees and strong pain in her legs on an unknown date in 2017. The patient's physician informed her that synvisc one might had triggered some kind of knee arthrosis (onset date: 2017 and latency: few hours). Patient's left knee was a surgery case, with an unspecified removal and prosthesis placement and this was the reason for the last injection. Since then, the patient had been using a walking stick. As corrective treatment, the patient used some unspecified muscle relaxants, unspecified anti-inflammatories, and oral cortisone that did not make that much effect. Also, the patient underwent laser treatment and physiotherapy, and as last option, the patient used a cortisone injection in the right knee, which indeed improved it. By that time, the patient also experienced swelling in the injection site of the right knee. The patient mentioned that she was afraid of never being able to use this medication again. According to the reporter, there was no other possible explanation for this event. It was reported that the patient's physician was aware of this case. No further information was provided. Corrective treatment: unspecified muscle relaxant; unspecified anti-inflammatories and oral cortisone; cortisone injection. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). Seriousness criteria: required intervention.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 (additional information was received on 20- sep-2017, both the information was processed together with clock start date of (B)(6) 2017) from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after few hours experienced knee arthrosis. No relevant medical history and concurrent conditions were reported. Concomitant medications included vortioxetine hydrobromide (brintellix) and duloxetine hydrochloride (cymbalta) for knee pain and alprazolam (apraz) for depression. Patient had previously received synvisc one in 1997. In 2014 also patient received synvisc one in right knee and did not experience any adverse event. On an unknown date in (B)(6) 2016, patient received treatment with intra- articular synvisc one injection, 1 dosage form, once (batch/lot number: 6rsf008a and expiration date: 31-dec-2019) in both knees for knee pain. It was reported that the patient had received synvisc one for the first time in left knee. Until that moment, patient did not have any problem nor pain. It was reported that in the first hours after the injection was performed, the patient did not experience any discomfort, however after a few hours, the patient started to experience strong pain in both knees and strong pain in her legs on an unknown date in 2016. The patient's physician informed her that synvisc one might had triggered some kind of knee arthrosis (onset date: 2016 and latency: few hours). Patient's left knee was a surgery case, with an unspecified removal and prosthesis placement and this was the reason for the last injection. Since then, the patient had been using a walking stick. As corrective treatment, the patient used some unspecified muscle relaxants, unspecified anti-inflammatories, and oral cortisone that did not make that much effect. Also, the patient underwent laser treatment and physiotherapy, and as last option, the patient used a cortisone injection in the right knee, which indeed improved it. By that time, the patient also experienced swelling in the injection site of the right knee. The patient mentioned that she was afraid of never being able to use this medication again. According to the reporter, there was no other possible explanation for this event. It was reported that the patient's physician was aware of this case. No further information was provided. Corrective treatment: unspecified muscle relaxant; unspecified anti-inflammatories and oral cortisone; cortisone injection. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). Seriousness criteria: required intervention. Additional information was received on 20-sep-2017 from the patient. Product start date updated. Text was amended accordingly.

Event description:
Based on the information received on (B)(6) 2017 the company causality initially assessed as possible was re-assessed as unlikely. This case has cross reference with cases: (B)(4) (cluster). This unsolicited case from (B)(6) was received on (B)(6) 2017 (additional information was received on 20- sep-2017, both the information was processed together with clock start date of (B)(6) 2017) from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after few hours experienced knee arthrosis (recurrent); after an unknown latency swelling in the injection site of the right knee/swelling on the lateral and lump concurrent conditions included: knee pain and depression. Concomitant medications included vortioxetine hydrobromide (brintellix) and duloxetine hydrochloride (cymbalta) for knee pain and alprazolam (apraz) for depression. Patient had previously received synvisc one in 1997. In (B)(6) 2014 also patient received synvisc one in right knee and did not experience any adverse event. Patient had dengue in (B)(6) 2011. Patient's grandmother had arthrosis. On an unknown date in (B)(6) 2016, patient received treatment with intra- articular synvisc one injection, 1 dosage form, once (batch/lot number: 6rsf008a and expiration date: 31-dec-2019) in both knees for knee pain. It was reported that the patient had received synvisc one for the first time in left knee. Until that moment, patient did not have any problem nor pain. It was reported that in the first hours after the injection was performed, the patient did not experience any discomfort, however after a few hours, the patient started to experience strong pain in both knees and strong pain in her legs on an unknown date in 2016. The patient's physician informed her that synvisc one might had triggered some kind of knee arthrosis (onset date: 2016 and latency: few hours). Patient's left knee was a surgery case, with an unspecified removal and prosthesis placement and this was the reason for the last injection. Since then, the patient had been using a walking stick. As corrective treatment, the patient used some unspecified muscle relaxants, unspecified antiinflammatories, and oral cortisone that did not make that much effect. Also, the patient underwent laser treatment and physiotherapy, and as last option, the patient used a cortisone injection in the right knee, which indeed improved it. By that time, the patient also experienced swelling in the injection site of the right knee. The patient mentioned that she was afraid of never being able to use this medication again. According to the reporter, there was no other possible explanation for this event. It was reported that the patient's physician was aware of this case. No further information was provided. On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, 1 dosage form, once. She went to the physician's office in order to perform the injection of synvisc one on the left knee. However, when she saw her clinical report at the office, she noticed that it had been 3 years and a half since she performed an injection on the right knee; therefore, she decided to inject synvisc one on both knees. On the same day, after an unknown latency since the first synvisc injection, started to experience strong pains on both knees and on legs, a type of arthrosis developed on the knee, treatment with laser and physiotherapy and swelling on injection site of the right knee. The patient mentioned that, prior to this episode, she did not use to feel pains on the right knee, but, after the injection, she experienced the development of a lump and swelling on the lateral. She mentioned this to her physician, who, as corrective treatment, indicated that she applied ice on the affected area and made use of an unknown anti-histamine. After three days the patient was recovered, but, as previously mentioned, an arthrosis crisis was triggered and the patient had been experiencing pains. The arthrosis was being treated with physiotherapy sessions and pilates. The patient was not making use of the cane anymore and had been able to walk small distances. Patient had been progressing very well. Corrective treatment: unspecified muscle relaxant; unspecified anti-inflammatories and oral cortisone; cortisone injection physiotherapy sessions and pilates, pregabalin (prebictal) for knee arthrosis/ arthrosis developed on the knee (recurrent); anti histamine and ice for lump and swelling in the injection site of the right knee/swelling on the lateral outcome: recovering for knee arthrosis/ arthrosis developed on the knee (recurrent); recovered for the rest of the events. Seriousness criteria: required intervention for swelling in the injection site of the right knee/swelling on the lateral and knee arthrosis/ arthrosis developed on the knee (recurrent). A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 20-sep-2017 from the patient. Product start date updated. Text was amended accordingly. Additional information was received on 04-oct-2017 from the consumer. Information regarding past drug and concomitant drug updated. Upon internal review on 04-oct-2017 events of lump added. Symptom of swelling in the injection site of the right knee was updated to a diagnosis of swelling in the injection site of the right knee/swelling on the lateral. Clinical course updated and text amended accordingly. Additional information was received on 05-oct-2017. Global ptc number and ptc results added. Text was amended accordingly.

Event description:
This case has cross reference with cases: (B)(4) (cluster). This unsolicited case from (B)(6) was received on (B)(6) 2017 (additional information was received on (B)(6) 2017, both the information was processed together with clock start date of (B)(6) 2017) from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after few hours experienced knee arthrosis. No relevant medical history and concurrent conditions were reported. Concomitant medications included vortioxetine hydrobromide (brintellix) and duloxetine hydrochloride (cymbalta) for knee pain and alprazolam (apraz) for depression. Patient had previously received synvisc one in 1997. In (B)(6) 2014 also patient received synvisc one in right knee and did not experience any adverse event. On an unknown date in (B)(6) 2016, patient received treatment with intra- articular synvisc one injection, 1 dosage form, once (batch/lot number: 6rsf008a and expiration date: 31-dec-2019) in both knees for knee pain. It was reported that the patient had received synvisc one for the first time in left knee. Until that moment, patient did not have any problem nor pain. It was reported that in the first hours after the injection was performed, the patient did not experience any discomfort, however after a few hours, the patient started to experience strong pain in both knees and strong pain in her legs on an unknown date in 2016. The patient's physician informed her that synvisc one might had triggered some kind of knee arthrosis (onset date: 2016 and latency: few hours). Patient's left knee was a surgery case, with an unspecified removal and prosthesis placement and this was the reason for the last injection. Since then, the patient had been using a walking stick. As corrective treatment, the patient used some unspecified muscle relaxants, unspecified antiinflammatories, and oral cortisone that did not make that much effect. Also, the patient underwent laser treatment and physiotherapy, and as last option, the patient used a cortisone injection in the right knee, which indeed improved it. By that time, the patient also experienced swelling in the injection site of the right knee. The patient mentioned that she was afraid of never being able to use this medication again. According to the reporter, there was no other possible explanation for this event. It was reported that the patient's physician was aware of this case. No further information was provided. Corrective treatment: unspecified muscle relaxant; unspecified anti-inflammatories and oral cortisone; cortisone injection. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). Seriousness criteria: required intervention. Additional information was received on 20-sep-2017 from the patient. Product start date updated. Text was amended accordingly. Follow up information was received on 04-oct-2017 from the consumer. Information regarding past drug and concomitant drug updated. Clinical course updated and text amended accordingly.